Event description:
The user facility reported a 69-year old female with diastolic heart failure was admitted to receive heartmate3. As part of the treatment the extracorporeal membrane oxygenation (ECMO) was initiated and was determined to add impella 5.5 for support to unload the left ventricle (lv) prior to heartmate 3 placement. The impella 5.5 pump had optical signal issues that the team could not remedy with troubleshooting. The determination was made to replace the pump. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was filed. The device was returned for investigation. Visually inspected and no abnormalities were found. The cause of the optical signal failure was an air gap from between the aic and the patient cable plug per data log review and field investigation.